Event description:
Information received indicates the CPR function is not working. The head down function works but the head goes down very slowly.

Manufacturer narrative:
The technician isolated the issue to a faulty CPR valve, and the head down valve solenoid cartridge. He replaced the CPR and head down valves to repair the bed.